Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite secondary set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that 2 occurrences of tubing breaks under the drip chamber.

Manufacturer narrative:
The customer reported breaking under the drip chamber, and returned one set of material 10014881, lot 24109237. Upon initial visual examination, the set confirmed the failure, and the complaint is verified. The drip chamber only was returned, and there is no tubing available for investigation. The drip chamber was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at the drip chamber to be related to solvent application method. A quality alert was generated on sep 4th, 2025, to reinforce the correct solvent application and avoid the issue between tubing and drip chamber. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.